Event description:
The hospital reported an incident in which a ventricular standstill of 6.4 seconds did not initiate an asystole alarm. At the time of the standstill the nurse reported seeing the message "ECG voltage too low" displayed on the bedside monitor but no indication of "pause" or "asystole". The arrythmia review showed that the asystolic event had been classified as a pause. The 90496 module is designed to alarm for an asystole event within 5 seconds or less.

Manufacturer narrative:
Spacelabs has determined that a design element of the 90496 module that reduces the probability of false asystole alarms will have the unintended result of defining pulseless electrical activity as a pause. Such definition could cause the machine to fail to recognize or alarm for an actual asystole event. We have improved the ECG detection mechanism to address this issue. As this anomaly had only been reported three times in our installed base or over 100,000 modules, our solution involves updating the incident module and all new modules going forward. We updated hospital's modules in 2006. Note: this report is being submitted as a result of a reevaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report is appropriate. We are now reporting this incident.